Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guidewire, advancer tube and an introducer needle. The raulerson syringe was not returned. The guidewire was kinked in multiple locations with offset coils. The guidewire was found to be intact and within dimensional specifications. The introducer needle was also within specification and an undamaged portion of the wire was able to pass through the needle without resistance. The device history records were reviewed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. However, since the arrow raulerson syringe was not returned for evaluation, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the md inserted the guidewire. It is unknown if md used the safety syringe or catheter/needle to insert the guidewire. After passing the guidewire through it (syringe or catheter), the md met with difficulty when advancing the wire and stated it felt different from the procedures he had conducted in the past. As a result, a new unit was used. The md could not explain more explicit than "felt abnormality after inserting the wire". There was no reported delay, death, or complications to the patient.